Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code g07002 and a24: no device allegation was reported for this device. The 8x79 vbx device deployed as intended and delivery catheter was removed with no issues. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device remains implanted; therefore direct product analysis was not performed. An initial medwatch report was submitted for the 2nd vbx device implanted in left leg during same procedure / same patient. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient presented for bilateral treatment in the iliac arteries due to occlusive disease. As reported, the patient also had calcified arteries. In the common femoral arteries, 8fr cordis brite tip sheaths were placed and target lesions were pre-dilated. Over an .035 wire, an 8 x 29 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device/balloon) was advanced and placed in the right common iliac artery. An 8 x 79 vbx device was also advanced over an .035 wire to the left common iliac artery. Using a kissing technique, both vbx devices were deployed. When the vbx balloons were deflated, it was realized the left external iliac artery had ruptured distal to the 8 x 79 vbx device. The bleeding was controlled temporarily by re-inflating the vbx balloon. Aiming to control the bleeding from the right side, the physician exchanged the 8fr cordis brite tip sheath for a 9fr sheath (brand unknown) to accommodate a coda® balloon catheter (coda balloon). However, the coda balloon did not fit through the 9fr sheath. The 9fr sheath was upsized to a 10fr sheath (unknown brand), but the coda balloon still did not fit through the 10fr sheath. The vbx balloon catheter was withdrawn from the left access and the 8 x 59 vbx device was advanced and deployed in the left external iliac artery, distal to the 8 x 79 vbx device. When the vbx balloon was deflated the patient started bleeding again and it was realized the rupture was not contained. The physician started removing the catheter with intention to implant a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). When pulled emergently the vbx balloon catheter broke outside the sheath, effectively blocking access and no way to re-inflate the vbx balloon. Consequently, the physician did a cut-down to expose the left external iliac artery in attempts to cover the perforation and re-gain control of the bleeding. The patient continued to bleed and eventually coded. The physician and staff tried to use resuscitation measures, but the patient expired.